Manufacturer narrative:
Vyaire file identification: (B)(4).. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended tha customer to connect the unit to an external analyzer and determine whether it is a monitored or delivered issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator unit is showing low fraction of inspired oxygen (fio2). The customer confirmed that there was no patient involvement associated with the reported event.